Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code 4008 captures the reportable event of sheath torn at the distal end. Block h10: visual analysis of the returned device found the sheath was torn towards the middle of the sheath length; therefore, the reported event of sheath torn at the distal end could not be confirmed. The sheath was inspected under magnification and some kinks were found along the sheath. Additionally, the pull wire was kinked/bent where the sheath was torn. Based on all available information, it is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and integrity. Kinks on the sheath and pull wire can cause friction between the components at the kinked areas. Force applied to the handle during its actuation can lead to tearing of the sheath. These failures could have affected the device ability to open or close the basket properly. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an escape basket was used in the kidney during a ureteroscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the escape basket was used and retrieved four stones. However, when attempting to retrieve the fifth stone, the basket failed to close completely around the stone. Additionally, the basket wire was reported to have been broken but remained attached to the device and the sheath was torn at the distal end. Another escape basket was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape basket was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the escape basket was used and retrieved four stones. However, when attempting to retrieve the fifth stone, the basket failed to close completely around the stone. Additionally, the basket wire was reported to have been broken but remained attached to the device and the sheath was torn at the distal end. Another escape basket was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.